Event description:
It was reported that the helix was damaged. The lead was not used. Medical adhesive found on helix and the loops of helix were also bent out of shape.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: fa conclusion: analysis found the lead's helix has a med-a contamination on the helix loops/ the med-a on the helix loops will affect helix extension. The substance was confirmed to be silicone med-a via sem spectrum analysis. The loops of the helix inside the header were found distorted and bent out of shape. This inner coil to the end of the connector pin was fractured from the over-torque that tightly twisted the coil filars out to 14.5 cm with coil distortion seen in the distal end of the lead. Turns to the pin were the distal end of the lead. Turns to the pin were applied until the coil fractured. The med-a on the helix would prevent helix operation. There were no comments made about what happened in the field, so the cause of the helix damage is unk.